Event description:
After attempt to clean device several times, it was discovered it still was not clean. Instrument totally disassembled and it was discovered there was dried blood inside parts of the instrument. (Instrument was not designed for disassembly prior to cleaning) the second device was also disassembled and it was found to also be contaminated. Both instruments were then disassembled and sterilized.manufacturer response for trigen entry portal handle, trigen entry portal handle (per site reporter).======================account manager provided two newly designed pieces to replace the ones we are having difficulty with. New design has an exposed opening for better water/cleaner flow during decontamination processing.what was the original intended procedure?not applicable.device #1is this a laboratory device or laboratory test?no.